Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was further provided that this device system delivered prialt. No further information was provided regarding previous revisions. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient had a previous revision due to the catheter coiling and they had explanted and re-implanted a pump in august. It was reported that this was the 3rd attempt with the patient using an ascenda catheter. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).